Event description:
The servo-I ventilator would not deliver set tidal volumes. Other vent mode were selected, but the ventilator would not ventilate patient. Patient was then manually ventilated by bag-valve-mask ventilation, was easy to bag, and a replacement ventilator was brought into the room. Once the replacement ventilator was hooked up, it was connected to the patient and worked properly.